Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A photograph of the reported device was provided. The photograph confirmed the celcon head impaction component has broken and separated from the metal body component. A complaint database search against the provided product code identified similar reports of breakage which when confirmed were attributed to product wear out. The issue of breakage of (B)(4) handles that are impacted have now been reviewed by the CAPA review board and was identified for further action. Data review no. Dr-(B)(4) was raised for further investigation, to include reference to data review activity no. Dra-(B)(4). The dra data showed that there is no systemic failure of extruded (B)(4) as a material for use in instruments, and that the complaints pertaining to this failure mode fall under the (B)(4) % threshold agreed at CAPA review board. The investigation could not draw any conclusions about the root cause of the current breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The sigma notch impactor broke.